Event description:
Customer reportedly received results of 10.1 mmol/l and 2.6 mmol/l within 10 minutes on the compact plus system. Low blood glucose symptoms were reported with these results. The customer self-treated with glucose tablets. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.